Event description:
Customer alleged a crack in the middle of the seat towards its left side. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he was transferring onto the shower chair from a wheelchair when he noticed the crack in the shower chair seat. The crack is in the middle on the left side. Consumer is unsure when this crack originated. The consumer was still using the shower chair but was advised by invacare to stop using - potential for injury. Invacare is sending a replacement shower chair to the customer.